Manufacturer narrative:
This report is being amended to reflect changes. Other devices used: catalog #42522200413, persona uc vivacite articular surface, lot #62453032, catalog #42532006702, persona stemmed cemented tibial component, lot #62611831. Manufactured by (B)(4). This report will be amended when our investigation is complete.

Manufacturer narrative:
These devices are used for treatment. A product history search identified no other complaints for the part and lot combination of the femoral or articular surface component. The operative procedure notes were reviewed and the components were implanted with the correct fit and orientation as per the surgical technique. Post-operative office visits notes state that the components are in good alignment and there is not evidence of loosening on x-ray images. Per the persona package insert, poor range of motion is a known adverse effect associated with this procedure. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing limited mobility and is unable to straighten the knee.

Manufacturer narrative:
Device history records could not be reviewed as the part and lot numbers are unknown. No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.